Manufacturer narrative:
Product ID 8703w, serial# unknown; product type catheter product ID 8703w, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that a confirmed pump motor stall occurred with no motor stall recovery. The patient heard the pump alarming on (B)(6) 2015; however, the pump logs showed that the motor stall occurred on (B)(6) 2015 at 10:39. It was noted that the difference could be miscommunication. There was only one motor stall and no tube set message. The cause of the motor stall was unknown; there was no electromagnetic interference or magnetic interaction. The patient experienced withdrawal. A side port access was performed and there was no return of cerebrospinal fluid. It was also noted that for the past two refills the healthcare provider noticed increasing volume discrepancies. The last refill had 5ml more than expected. On (B)(6) 2015, the pump and catheter were replaced. Following the replacement, the patient was receiving effective therapy. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was not patent after the motor stall.